Event description:
Discordant immulite 2000 (B)(4) results were generated on one patient sample. The laboratory repeated the sample twice for confirmation - with conflicting results. No results were reported to the physician. There was no known report of treatment given or withheld based on the discordant (B)(4) results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, the fse adjusted several items on the system (tube lifter, luminometer, transfer chain tensions, sample and reagent pipettor positions, monitor arm lifting spring) and then ran controls. The instrument is performing within specifications. The cause for the discordant hbsag result is unknown. No further evaluation of the device is required.